Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A1: patient initials were requested but were not provided as they were unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console was alarming, and the motor started heating and was hot. The extracorporeal membrane oxygenation (ECMO) staff did not switch out due to the patient being transitioned to comfort care an hour after the alarm and withdrawal of care was initiated. The patient passed away.

Manufacturer narrative:
Section b1: corrected. Section h1: corrected. Section d3 - manufacturer information: corrected. Section g1 - manufacturing site: corrected. Section h1: corrected. Section h5: corrected. Section h6: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag motor overheating and causing an alarm on the centrimag console (serial #: (B)(6)) could not be confirmed. No log files related to the event were submitted for review and the console was not returned to abbott for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Instructions for switching to the backup hardware are detailed in section 10.1. The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including all motor alarms. The manual indicates that if a m6 motor over temp alarm is active, switch to the backup console, motor, and flow probe according to the procedure. The user is also instructed to verify that the backup motor stands free and is not covered. No further information was provided. The manufacturer is closing the file on this event.